Manufacturer narrative:
In chapter d4, the lot number and related information was added based on the returned product. In chapter h4, the manufacturing date was added.

Event description:
It was reported the patient received the following results within 15 minutes: 23.7 mmol/l, 9.0 mmol/l and 13 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.